Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, photographs taken from angiogram and case report were reviewed. The technical investigation revealed that the balloon has burst longitudinally over a length of about 32 mm. Microscopic inspection of the balloon surface revealed scratches in close vicinity of the tear which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the photographs provided did not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the reported event is most likely related to the patients anatomy.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, photographs taken from angiogram and case report were reviewed. The technical investigation revealed that the balloon has burst longitudinally over a length of about 32 mm. Microscopic inspection of the balloon surface revealed scratches in close vicinity of the tear which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the photographs provided did not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the reported event is most likely related to the patients anatomy.

Event description:
A passeo-18 peripheral balloon catheter was selected for treatment of a highly resistant stenotic lesion in the cephalic vein (av fistula). The balloon inflated outside of the sheath (ca. 10 cm from sheath). Balloon burst occurred immediately when burst pressure reached. The balloon was removed completely without issues. Another passeo-18 was used, and the treatment could be completed.